Event description:
A physician reported that his pt had the essure placement procedure on (B)(6) 2010, and later presented with pain on her left side on (B)(6) 2010. An ultrasound and CT scan were performed; it was discovered that the micro-insert on the pt's right side had expelled and was in the uterine cavity. The physician performed a hysteroscopy to remove the essure micro-insert in the uterine cavity and placed another micro-insert on the right side. The pt's pain resolved following removal of the micro-insert.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.